Manufacturer narrative:
The troponin t gen 5 stat reagent lot number is 77198500. With an expiration date of the estradiol iii reagent lot number is 76718300. The expiration dates were not provided. The investigation reviewed the troponin t gen 5 stat calibration and found lower-than-expected results for signal 2. The investigation reviewed the estradiol iii calibration and the results were within specifications. The investigating reviewed the qc data and verified the customer's issue. The investigation reviewed the alarm trace and multiple abnormal sample aspiration alarms were noted which are indicators of poor sample quality. The field service engineer (fse) inspected the module and determined the event was caused by a broken tube in one of the solenoid valves (sv). The fse performed measuring cell preparations and found a pinch valve tubing leaking at the solenoid valve. He then replaced all the pinch valve tubings and performed an air purge, system prime, and measuring cell preparation. The fse performed instrument checks and verified the module was again performing within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t g5 stat and elecsys estradiol iii and another assay results from three patient samples tested on the cobas 8000 cobas e 602 module. The reporter initially called due to out-of-range qcs in measuring cell 2. The reporter was able to provide the following patient samples with discrepant results: sample ID (B)(6) on 23-aug-2024, the initial troponin t gen 5 stat result was 158 pg/ml. This result was questioned based on the patient's first draw result of 220 ng/ml. On 24-aug-2024, the repeat result was 199 pg/ml. Sample ID l3801049680 on 23-aug-2024, the initial estradiol iii result was 233 ng/ml. This result was questioned based on the facility's clinical decision point. On 24-aug-2024, the repeat result was 150 ng/ml. The repeat results were deemed correct.